Manufacturer narrative:
Correction to h6 investigation type updated to reflect analysis of production records.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator implant site showed signs of erosion. Pocket infection was suspected. The device was explanted successfully. The patient was discharged home without issue.